Event description:
Husband of patient called to report discrepant results received on a hospital coag s system. Husband declined providing any information about the facility, and therefore, no meter/strip information was obtained. Caller states the patient tested 4.5 inr and 4.7 inr during duplicate testing on either coaguchek test system 1 or system 2. No meter information or strip information provided by caller. A comparison lab returned as 3.2 inr. No action was taken based on device results. No adverse event reported. Caller declined giving facility's information, therefore, no product could be requested for return nor any replacements sent. Coaguchek test system 1: meter unknown, strip lot/exp/cat unknown. Coaguchek test system 2: meter unknown, strip lot/exp/cat unknown.

Manufacturer narrative:
This medwatch is for suspect device in system 2: coaguchek test strip. No information for strips/meters provided.